Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose value. Customer's blood glucose value was 50mg/dl at the time of the incident. They treated with food. Customer stated that there were air bubbles in the tubing. Blood glucose value at the time of the call was about 160mg/dl. Customer declined to troubleshoot for low blood glucose level. Insulin pump will not be returned for analysis.